Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed ¿air in line¿; however, no air bubbles were observed. The event occurred in the biomed department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, air in line but no air bubbles visible, was confirmed. A review of the event history log revealed multiple events of "air-in-line!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specification . The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.